Event description:
Medtronic received information that a temporary pacing lead fractured while a dressing was being removed. It was reported that the patient was not pacing dependent, and that there were no adverse patient effects. The exact date of the incident, and other details regarding the fracture, were not provided by the health care facility. Additional information has been requested.

Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information is received or if the device is returned.

Manufacturer narrative:
It was reported that the lead was not available for return. The event investigation remains underway. A supplemental report will be filed when additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.